Manufacturer narrative:
Correction: please retract this report 2017865-2025-87038 as the issues noted with the lead were related to patient anatomy.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead was unable to advance to distal end of the target vein of the coronary sinus. It was noted that the lead exhibited high capture threshold that led to loss of capture. The lv lead was replaced and the procedure continued with the new device on (B)(6) 2025. The patient was stable throughout.